Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of a broken pusher block assembly involving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was determined to be a damaged pusher block. The pusher block assembly was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of a broken pusher block assembly. This condition occurred during programming/setup. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.